Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that the surgeon was able to open and close the jaws for the instrument with his right hand. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors. The surgeon stated that he could close and open the jaws with his right hand. The surgeon then went to the second console and was able to control the instrument with no issues. The surgeon would finish the case using the other console. No troubleshooting was done due to surgeon using other console. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the master tool manipulator (mtm) grip due to a sticky substance. Both surgeon side consoles were test driven and passed calibration. The system was tested and verified as ready for use.